Event description:
Patient was stuck with 2 nipro safe touch needles with no problems. 20 minutes into treatement, patient started to complain of chest tightness and shortness of breath. Tiny air bubbles noticed all through arterial blood line, dialyzer and venous trap. Occasional drop of blood noted from junction (of white and clear connection) of arterial needle.